Event description:
Pt had cystoprostatictomy & flexible cypto on 2/22- after surg. C/o pain. Lulatual calves-diagnosis of acute compartment syndrome rt & lt lower leg. Taken to surg 2/23 for bil. Lower leg 4 compartment fascistomy. 2/27- 1 & d fasciotomy wounds, both legs closure rt leg. 3/2- 1 & d lt lower leg & closure of lt lower leg latual incis & disg chng rt leg. 3/8-1 & d lt. Medial fasciatomy wound & spit thickness skin grofs.